Event description:
It was reported that the patient underwent revision surgery to replace the right lead due to one of the electrodes being out of range (oor/high-impedance failure). No impact on the patient or therapy because the electrode was not set for therapy. A new lead was implanted without complications. No part was returned for evaluation. Therefore, no actual device evaluation could be performed. The post-implant imaging was reviewed, and it was confirmed that the oor was caused by an improper implant technique. Following the lead revision, the reactiv8 system was activated to allow the patient to initiate bilateral stimulation (when initiated by the patient).

Manufacturer narrative:
Mml# (B)(4).